Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while removing the device the pouch broke and fell into the patient. The patient was irrigated and the plastic floated which was able to be removed with forceps. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.